Event description:
The customer reported that the image went black intermittently. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video controller board and the display adaptor board need to be replaced. No conclusion can be drawn as repair info is unavailable.